Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure that took place on (B)(6) 2016 was to treat degenerative mitral regurgitation (mr) with a grade of 4. During the procedure one clip was implanted successfully reducing mr to grade 1-2. (B)(6) 2016, the patient was experiencing grade 3 recurrent mr. On (B)(6) 2017, echocardiography noted that the previously placed clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). There was no damage to the leaflet noted. A second mitraclip procedure was performed and one clip was successfully implanted, reducing mr to less than 1. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A thorough review of single leaflet device attachment (slda) complaint data was performed, which concluded there is no evidence that slda complaints are related to manufacturing. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined; however, the reported patient effect of worsening mr is due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.